Manufacturer narrative:
(B)(4). Device history review summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determined.

Event description:
Health professional reported to sales representative that following injection of 0.8ml juvederm ultra xc into a patient's lips and vermillion borders that the patient experienced pain and discomfort at the time of injection followed 2 days later by a single large blister on the top lip and redness and swelling in the general area injected. Symptoms were also reported as infection and described as a "duck-like effect". The patient also reported being dissatisfied with the aesthetic outcome and that there was "no result" (no volume to the top lip following injection). The patient has been reviewed by two physicians and treated with topical famvir, oral famvir 250mg and unknown antibiotics. Symptoms have been reported as unresolved.